Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted without user intervention and was going to the verify battery screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013 device evaluation:the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings:during investigation, a review of the pump history showed pump reboots on 06/30/2013. The battery compartment was found to be intact with no damage. There was evidence of moisture contamination observed inside battery compartment. The battery cap was not returned with the pump. A test cap as used for testing and was able to fully tighten. A power loss was not observed. Unrelated to the complaint, evaluation revealed that the load step failed during testing. The force sensor calibration was found not to be within the required specifications. The force sensor pins were properly seated & solder connections intact. There was no evidence of contamination or cracked force sensor traces. The force sensor resistance was found to be within the required specifications. The pump was exercised with a test battery cap for 24 hours with no power loss or battery related warnings observed. The pump was removed from the case and no evidence of additional moisture contamination was found inside of the pump. The issue of intermittent power was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.